Event description:
It was reported that the patient went in to have the implant restored and there was infection around the implant. The patient was put on antibiotics. The implant remained implanted. Tooth location is unknown. Symptoms as a result of the event: abscess, pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. E1: last/given name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.